Event description:
It was reported that the patient bought bard ¿self adhering male external catheters¿ (urinal condoms) from a diving shop, as they are often used in diving. Ref (B)(4), 29mm. The use of the first device was almost without problems. But the second one showed such enormous adhesive strength when it was worn for about 6 hours that it could only be removed with severe pain and skin damage in the front area [of penis]. No photographic or medical evidence exists for this reason. However, with another device, the patient simulated a simulated application (5 minutes of use, room temperature) on a banana, which considered to be suitable for simulating sensitive skin. The patient attached photos of the experiment as an attachment. The patient can clearly see, the adhesive layer clearly damaged the surface of the fruit and tore out clearly visible pieces.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted 2 unopened wideband mecs were received. Visual evaluation noted no obvious defects with further testing required. The adhesive peel test was performed and samples were cut to the required width (0.70" +/- 0.05"). The adhesive peel strength was found to be within specification (0.80-2.80lbf). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions: to remove gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient bought bard ¿self adhering male external catheters¿ (urinal condoms) from a diving shop, as they are often used in diving. Ref 26302, 29mm. The use of the first device was almost without problems. But the second one showed such enormous adhesive strength when it was worn for about 6 hours that it could only be removed with severe pain and skin damage in the front area [of penis]. No photographic or medical evidence exists for this reason. However, with another device, the patient simulated a simulated application (5 minutes of use, room temperature) on a banana, which considered to be suitable for simulating sensitive skin. The patient attached photos of the experiment as an attachment. The patient can clearly see, the adhesive layer clearly damaged the surface of the fruit and tore out clearly visible pieces.